Event description:
It was reported that high impedance was found on the lead. Patient had a device change in (B)(6) 2010 with a boston scientific device. Header problem possible. New pace/sense lead replacement pending. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.